Event description:
A malfunction was reported on the customer's pump, identified with a code showing malf 5. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer was unable to charge the pump and hence could not reset it. However, upon calling back, the customer received assistance from technical support in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed that they could continue using the pump. They were also advised to call back if any further issues arose, which the customer understood.